Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak between the safe lock adapter and baxter solution bag. Technical support advised the patient contact to follow up with the peritoneal dialysis registered nurse (pdrn) to inquire about removing the last bag fill from cycler treatment and potentially performing the last fill manually. Upon follow up, the pdrn confirmed the reported event occurred most recently on (B)(6) 2020. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomycin (2 grams, intraperitoneal, one day) and genamyacin (76 mg, intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated the patient skipped peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The pdrn confirmed the patient currently has been performing the last bag fill manually without the cycler. The pdrn confirmed that the adapter was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius apd luer lock connector shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Corrected information: follow up #2 - h2 was additional information for d4, the h10 plant investigation was submitted prior to final review and approval (accidental submissions) additional information: b5 plant investigation: completed 17-aug-2020. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 27-jul-2020 we received a follow up from the pdrn with the lot number of the device involved in the reported event.